Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. Visual testing was performed and found damaged(detach) downstream occlusion (dso) seal. Functional testing was performed and found defective downstream occlusion (dso) sensor. The downstream occlusion sensor and seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an occlusion. It is unknown if there was patient involvement.